Event description:
It was reported that the screen turned off momentarily on a patient while the unit was still ventilating. Discussio with an rt. He said : the screen was black for probably more than 1 minute and came back by itself. No harm to the patient . He tested the unit several time after and no other issue showed up. In case the user cannot adapt ventilation parameters due to a device malfunction for a prolonged time, a serious injury cannot be excluded for patients with a serious condition.

Manufacturer narrative:
The investigation was based on the reported event and logfile review of the affected device. The log file did not reveal a failure of the ecd. The technician onsite could not duplicate the reported device behavior. The device was successfully tested according to manufacturer specifications. However, it is likely that the backlight of the display unit was temporary not functioning. In the event of recurrence, replacement of the pcb ecd adapter may be considered. In case the backlight of the display unit fails during use the user is no longer able to operate the device, but the running ventilation is not affected and will be continued as set. Safety relevant parameters as fio2, minute volume, or airway pressure are displayed in the supplemental yellow/green oled-display wherein the user can see the on-going ventilation. The number of malfunctioning regarding this issue reported from the field is within accepted range. The results of the investigation did not reveal any new risks which are not covered by the product risk management file.